Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, low reservoir anomaly, occluded. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-397a, mmt-332a. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will not continue to use the device. Mmt-1880l was requested and customer response was the device will be returned. Mmt-397a was requested and customer response was the device will be returned. Mmt-332a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. Successfully downloaded history files and traces using thump. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date. However, no delivery alarm/insulin flow blocked alarm was found on: 12/09/2024 03:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/09/2024 03:34:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/09/2024 03:46:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/09/2024 03:53:04.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/09/2024 04:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/09/2024 09:55:11.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/09/2024 11:00:35.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/09/2024 11:13:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/09/2024 11:25:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/09/2024 11:43:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/09/2024 11:56:02.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/15/2024 05:23:37.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/15/2024 10:21:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/15/2024 10:34:51.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. 12/15/2024 10:38:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/26/2024 05:03:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/26/2024 05:13:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/26/2024 05:43:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/26/2024 05:53:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/26/2024 06:07:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. 12/26/2024 06:09:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. There were no other unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 25-dec-2024 in the formatted history file. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (30 units). Several boluses were programmed and delivered. 10 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 20 units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25 units bolus delivery and the pump alarmed no reservoir detected properly. No unexpected error message, low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. Force sensor zero offset within specification (22.70 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for no delivery alarm/insulin flow blocked alarm, rewind/load reservoir anomaly and low reservoir anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.